Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported that the locking brake release by itself after 3 - 4 hours in locked position . No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The field service of baxter¿s distributor performed an onsite investigation at the hospital. The failure " table unlocked during use" could confirmed during the inspection. The failure was resolved by exchange of the hydraulic unit. The device was working as intend after that repair. The affected hydraulic unit was investigated by baxter and no concrete root cause could be identified. The supplier of this assembly stated that the most likely cause was contamination inside the hydraulic unit. Baxter will monitor potential further complaints and continue the investigation on this topic. Based on this, no further actions are necessary at this time.

Event description:
Customer reported that the locking brake release by itself after 3 - 4 hours in locked position. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).